Manufacturer narrative:
Results: bd received 48 samples from the customer facility for investigation. Thirty of those samples were evaluated and the customer's indicated failure mode for side piercing with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Refer to CAPA (B)(4). Conclusion: unconfirmed complaint. Bd was not able to confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the returned samples. However a CAPA has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions for this defect and product type. Refer to CAPA (B)(4).

Event description:
It was reported that the bd eclipse¿ blood collection needle (21gx1.25") with luer adapter, had leakage from a piercing on the side of a rubber sleeve. No medical intervention, blood exposure or serious injury reported.